Event description:
An aide was transfering a pt when the chair moved causing the pt to fall to the floor and break a hip. The aide said the wheels were locked. The chair was on vinyl flooring and could slide even if the breaks were locked.